Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on the insulin pump. Customer stated that the display did not return even after the insertion of a new alkaline battery. Customer's blood glucose reading at the time of the call was 513 mg/dl and will be treating. No further information reported.